Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that after infusing 60ml of the diet, air was formed in the extension of the set and the diet did not infuse. There was no patient injury.